Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for the return of the suspect product. Pads were sent to zoll for evaluation but could not be located despite repeated search attempts. Retained sample not required. Self-test failure likely caused by disconnected shorting wire. Detachment of shorting wire does not impact therapy delivery. Shorting wire ensures pad-to-pad continuity for 30j self-test when connected to the device.